Event description:
The device was used during an unspecified procedure on an animal. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The surgeon has reported no injury occurred.